Event description:
General report of a tubing "split" during a power injection. There were three adult patients who experienced a tubing split during a radiology scan. There was no specific patient information provided. The customer reported that all three cases had test doses infused without problems. Sometime during the procedure, it was reported the tubing split lengthwise down the tubing. The amount of contrast that leaked was unknown, but the customer reported that enough contrast was injected to complete the scan. The power injector that was used was medrad and it was unknown how much pressure or what the psi reading was at the time of the tubing split. There was no reported adverse patient event and no reported blood loss on any of the three patients. Though requested, there was no further information available.